Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 27mm portico valve was chosen for implant using a large flexnav delivery system. There was one recapture due to high initial placement. Then, in a double cusp view, the starting implant depth appeared to be at 3mm at the non-coronary cusp (ncc) and at 4mm at the left coronary cusp (lcc). The implant depth on final view appeared to be 4mm below the ncc and 5mm below lcc. The deployment of the valve was stable, and there was no movement noted. There was no tension in the delivery system or wire bias at the time of final deployment, and the aortic angle was 49 degrees. However, post removal of the other devices, the valve migrated above the annulus, with seemingly no mechanical reason for this. There was no interaction between the delivery system and the deployed valve upon removal of delivery system. The migrated valve did not block any coronary arteries. The valve was snared using two snares on orthogonal retainer tabs, and the valve was moved up above the sinotubular junction (stj). A second 27mm portico valve was successfully implanted within the first, via valve-in-valve procedure. Upon review, it appeared that the right coronary cusp (rcc) was lower than the others and not imaged correctly, and it was believed that the double cusp view was not a true projection. The valve was deployed supra annular on the rcc, which lead to the migration once removed from rapid pacing. The patient status was reported as recovered and stable. The aortic gradient was 5mmhg, and there was no sign of aortic regurgitation. The annular perimeter was 75.5mm, and area was 446.3mm^2. There was sufficient calcium to allow anchoring of the device. No additional information was provided.

Manufacturer narrative:
An event of the valve migrating after deployment was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including the valve meeting stent radial force specifications, and the product met all specifications. Information from the field indicated that upon review of the imaging after the case, the valve was supra annular on the right cusp, which led to the migration once the patient came off the rapid pacing. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code 4580 was removed h6 health effect - clinical code 4450 was added.